Event description:
I purchased removable veneers united states of america's (USA) "top & bottom ¿ superior" removable veneers (order #(B)(4), (B)(6), (B)(6) 2024). The company advertises "lifetime guarantee," "proprietary dental-grade acrylic," and durability "up to 5 years." Within 4 months the veneers discolored, warped, and cracked; by month 5 they chipped beyond use. Inspection shows they are thin heat-formed plastic, not durable acrylic. Since (B)(6) 2025 I have tried 10 phone calls (voicemail only), 15 emails, 4 website forms, and 8 live-chat sessions. I demanded either a no-cost replacement or a refund. The seller has refused to honor its guarantee, contrary to the magnuson-moss warranty act, the (B)(6) deceptive trade practices act, and (B)(6) consumer-protection statutes. On (B)(6) 2025 I sent a formal 60-day demand letter by certified mail. Evidence packet includes the photo of the failed product, receipt, warranty screenshots, and a dated log of all contact attempts. I request the attorney general's assistance in securing a refund of (B)(6) and investigating this pattern of deceptive warranty practices (multiple better business bureau (bbb)/yelp complaints show identical conduct).